Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: gel mentor memorygel breast implant, 350cc, catalog number 3503501bc, lot number 5604284. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with gel mentor memorygel breast implant, 350cc devices on (B)(6) 2006 developed right breast baker grade iii capsular contracture. During capsulectomy procedure, the right implant ruptured. The implant was replaced with mentor gel device. The customer also reported that the patient had a left breast mammogram that was abnormal. She had a biopsy performed in (B)(6) 2018 which resulted in lobular carcinoma fibroangioma diagnosis. The entire mass was excised during biopsy. This patient had no previous breast cancer history. There was no issue reported with left side device and it was left implanted. This medwatch is for the left side device.

Manufacturer narrative:
On 03/29/2018, it was reported to mentor that the device history record (DHR) of lot number 5604284 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).